Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device the reported condition was duplicated and confirmed. The assignable root cause was could not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power was too low on the motor device. It was further determined that the device had damaged components - blades. The device was reported to have failed the following pre-tests: outer hose inspection, safety, temperature and sound. It was reported in the service order that the device was not working at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.